Event description:
Physician was attempting to insert a 5f avanti sheath into the pt's right femoral artery. The avanti sheath did not want to go in the artery. Physician tried again to insert the sheath. After the third attempt to get access with the avanti sheath, he took the sheath off of the access wire and attempted to gain access with just the dilator to the sheath. After three attempts to gain access with just the dilator, he was still unsuccessful. He then took the sheath off of the avanti access wire. Rt then flushed a 5f super arrow-flex sheath. Physician then exchanged the avanti access wire for the super arrow-flex access wire. The avanti access wire came out of the pt's body mangled and unusable. He had no issues obtaining access to the pt's femoral artery with the super arrow-flex sheath. FDA safety report ID# (B)(4).